Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The insulin pump had minor scratches on the display window.

Event description:
Customer reported a motor error alarm during a bolus. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was 86 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported a hospitalization due to low blood glucose. Blood glucose at the time of admission was 34 mg/dl. The date of hospitalization was (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.